Manufacturer narrative:
Additional information: d9, h3, h6 (add b14; update b17 to b01, c20 to c19, d15 to d14), h11. H11: the device was tested on-site. Downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing were performed and the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue; infusion parameters were identified (1000mcg/100ml, 50mcg/hr, 70ml = 5ml/hr). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over-infusion was identified during use of a novum iq large volume pump; further described as "infusing at a rate much higher than programed". This was observed during patient infusion with fentanyl. The patient received the dose "up to 3x" the ordered rate. The device log was reviewed which showed the infusion was expected to run 14 hours; however, the infusion ran for 1.5 hours. The customer indicated that the pump completed operation checks without issue, no alarms were generated, and device infused within 4% of the expected volume over almost 6 hours (mirrored rate of 5ml/hr) during testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.